Event description:
Caller reported that a malfunction occurred on pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. Caller was instructed to call back if any malfunction code recurred and acknowledged the instructions.